Event description:
It was reported that an auto-off alert occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Tandem customer technical support educated the customer on the pump's auto-off safety feature per user guide. Reportedly, customer continued using pump for insulin therapy.